Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor failure after which they experienced a hypoglycemic event. When the patient was without cgm readings after this, on the same day, the patient experienced loss of consciousness. The patient fell and hit her head. When the patient regained consciousness she called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 34 mg/dl. The patient was given ¿proper medical attention¿, and was brought to the hospital. The patient received stitches for the wound of her head. The patient would have also received insulin at the hospital. The patient was discharged on the same day. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.